Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. Trackwise ID#: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted 10/07/2019. A visual inspection was conducted. An incomplete device was returned. Only the loading device was returned. Signs of clinical use and evidence of blood was observed on the loading device. The seal and tension spring assembly was observed to be in the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal or tension spring assembly. Due to the delivery device not being returned, we are unable to confirm the reported failure "activation problem" due to not being able to observed the white plunger and blue slide lock of the delivery device. However, based on the returned condition of the device, we are able to confirm the analyzed failure "fitting problem" due to the seal being returned inside the loading device. A lot history record review was completed for lots: 25146521, 25146602 and 25146799 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. MDR originally submitted on october 10, 2019. Resubmitted per cdrh request from: esg help desk (B)(6) on (B)(6) 2019, at 4:47 pm, (B)(6) wrote: "hello, we were notified that cdrh processing system had intermittent issues processing submissions ("adverse_events" and "electronic_submissions" ) from 1pm est on (B)(6) 2019 to 2pm est on (B)(6) 2019.  Cdrh has requested users to resend submissions if you have not received ack3 or ack4 for your submissions sent during this time.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.